Event description:
Circulator removed shrinkwrap from box and opened first blister pack on product. While still holding the open first blister pack, the surgical tech removed the square foam box but it was upside down. There was not a second blister pack, so femoral component fell out of the foam box and was caught in the hands of the surgical tech within the first blister pack. Femoral component was still wrapped in plastic.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.